Manufacturer narrative:
The customer¿s report that the pcu failed to generate battery discharge alarms during an infusion was confirmed. The pcu event log recorded that after the device was unplugged from ac power for over 7 hours while infusing, the pcu experienced a battery discharge alarm (lb3) without lb1 and lb2 alarms occurring. The user then selected the power off key, shutting the system down, as opposed to having connected ac power and continuing the infusion. Functional testing found the battery performing as expected. The pcu alarmed through all phases of low battery alarms. Manual battery testing found the battery capacity to be within specification. The root cause of the missed low battery alarms is a software related issue in which the battery capacity may be overestimated.

Event description:
The customer reported that during an amiodarone infusion and other unspecified intermittent infusions the device alarmed for battery-discharged and shut down, however failed to generate the warning alarms. The devices were not connected to an external ac power source at the time of the event. The facility switched to alaris batteries in (B)(6) 2015. The pcu battery was replaced in (B)(6) 2017 and manually conditioned with the value of 3990 mah. The facility's pcus are on a two year preventive maintenance schedule and biomed does not see the device until then unless it needs to be repaired prior to 2 years. There was no report of patient harm.